Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the defect was identified, and ventralex mesh was placed in the abdominal cavity and sutured.¿ (B)(6) 2013 ¿ patient was diagnosed with hiatal hernia and gastroesophageal reflux thereby underwent laparoscopic repair converted to open repair with removal of ventralex mesh. Per operative notes, ¿there was some adhesions from previous repair. The ventralex mesh was removed. There was a moderate size hiatal hernia was noted.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.